Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient was noted to have grade one diffuse lamellar keratitis in the left eye two days post lasik. The topical steroid dosage was increased. Additional information received states the diffuse lamellar keratitis has resolved.